Event description:
The customer reported, the 9800 lift column was not working. Customer continued using the system. No patient injury reported. Also, the customer attempted to fluoro and there was no image on the left monitor. Diagnosed tapping which resulted in no fluoro exposure.

Manufacturer narrative:
The service rep troubleshoot, the unit and explained toe tapping can result in no fluoro image on left monitor. System operates as intended.